Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-00673. It was reported the patient (B)(6) was unable to utilize contacts 9-16 on the lead due to 'yellow boxes' displayed on the programmer. The sjm representative was able to provide therapy using contacts 1-6. However, x-ray images identified the extensions appeared 'tangled'. Surgical intervention was undertaken wherein one of the extensions was observed to be cut. Intra-operative testing on the lead showed three invalid contacts. The physician explanted and replaced both the extensions, however, re-connecting the new extensions to the existing lead revealed the same invalid contacts. No further intervention was taken during the procedure. The patient stated receiving 'desired' stimulation post-operatively. The model number, lot number and implant date of the concomitant ipg and extensions (device 2) is unknown at this time.